Event description:
In (B)(6) 2014, the surgeon performed an si joint fusion on the patient placing four implants. The patient later complained of leg pain. In (B)(6) 2014, the surgeon performed a revision where he removed an implant that was impinging on the neuroforamen. The patient's leg pain resolved following the procedure.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# i0851, manufactured 11/22/13, expires 2018-11; ifuse implant, p/n 7040-90, lot# i0879, manufactured 12/16/13, expires 2018-12; ifuse implant, p/n 7045-90, lot# i0883, manufactured 12/23/13, expires 2018-12; ifuse implant, p/n 7055-90, lot# i0921, manufactured 12/23/13, expires 2018-12.